Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13181. It was reported the patient underwent surgical intervention during which the system explanted for an unknown reason. No further information is available at this time.

Event description:
Additional information received indicates that the system was removed due to the system sometimes aggravating the patient's trigeminal neuralgia pain.

Manufacturer narrative:
The reported issue could not be confirmed due to insufficient material being returned from the field. Only a portion of the terminal end segment was returned. No root cause was identified for reported event.

Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been 1980 instead of being blank in additional report 1. Health effect - impact code should have been 4606 instead of being blank in additional report 1. Medical device problem code should have been 1574 instead of being blank in additional report 1. All of these corrections are reflected in this additional report 2.